Event description:
Technical services received a call on (B)(6) 2011. Caller calling to report a potential lead fracture on this rv lead. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).